Event description:
It was reported that the customer had high blood glucose levels and tha that the insulin pump alarmed no delivery. The blood glucose reading was 470 mg/dl, which the customer treated for with a manual injection. The customer stated that there was a bent infusion set cannula and a complete set change resolved the issue. Upon troubleshooting, it was found that the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-27340.